Event description:
It was reported a spectrum pump had constant downstream occlusion alarms. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom was reproduced and confirmed through evaluation. Evaluation found the downstream sensor current reading with a loaded set to be below specification. The downstream sensor was replaced.